Event description:
It was reported the patient presented in the clinic. It was observed the patient's pacemaker had no inductive telemetry. The device was still transmitting via merlin at home. No intervention was performed. The patient experienced no symptoms related to this event.